Manufacturer narrative:
Information contained in this report was previously submitted through psr on 22/jan/2015. A review of the device history record has been completed. No deviations or non-conformances noted. Device evaluation: visual analysis of the returned device identified weight within specifications, crease fold, calcification, wear abrasion, clouds in the gel and a deformation. Voids and clouds were observed after autoclave disinfection process. Based on the device analysis the final assessment is no issues found related with the manufacturing process. The event of "hardening" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The reason for reoperation was implant exchange, "hardening".

Event description:
Patient reported having "experienced hardening of the breast," side unspecified. Device has been explanted. This record is for the right side.